Event description:
Report received of a tubing leakage. The customer reported that the incident occurred during infusion of a "liposomal agent" (doxil). After an unspecified length of time from the start of the infusion, an unspecified amount of fluid leaked at the lower y-site piggyback port. According to the customer contact, a "quarter-size drop" of fluid spilled on the patient's clothing. The infusion was immediately discontinued. There was no fluid contact with the patient's skin. The patient's clothing was changed. The tubing set was replaced, and the therapy was restarted. Reportely, there was a 5-10 minute delay in therapy. There was no missed dose. There was no reported adverse pt event. Though requested, no add'l info was available.